Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there was blood leakage between the hub and catheter. The catheter was implanted on (B)(6) 2012 in the right internal jugular. The catheter was then pulled and replaced on (B)(6) 2012. There was no harm to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.